Manufacturer narrative:
The investigation is ongoing. Device remains implanted in patient.

Event description:
During review of medical records, a 29mm sapien 3 valve was deployed in the tricuspid position by internal jugular (ij) approach inside a non-edwards surgical valve. The implant was a success with no paravalvular leak (pvl). Per medical record review, the patient had a pre-existing rv pacing lead that went through the tricuspid valve. The plan was to deploy 29mm s3 valve and jail the pacing lead. The tvr was placed with no issues and no complications. A leadless pacer was attempted but was unsuccessful. Post tvr, a new pacing lead and pacemaker was placed for the pre-existing heart block. The patient was transferred for post management care in stable condition.

Manufacturer narrative:
The 29mm sapien 3 was not returned to edwards for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. The inspections support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) and lot history review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The commander delivery system with s3 IFU was reviewed for guidance. The IFU provides guidance on the edwards sapien 3 indications. The edwards sapien 3 and sapien 3 ultra transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. The edwards sapien 3 and sapien 3 ultra transcatheter heart valve system is indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater or equal 8% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). In addition, observation of the pacing lead throughout the procedure is essential to avoid the potential risk of pacing lead perforation. Safety and effectiveness have not been established for patients with the following characteristics/comorbidities: pre-existing prosthetic ring in the tricuspid position. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for interventional device interacts with permanent pacemaker lead was confirmed based on medical record. No manufacturing non-conformance was identified during the evaluation. Review of complaint history provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in a surgical valve in tricuspid position. The sapien 3 thv (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement, surgical bioprosthetic aortic or mitral valve replacement or a native mitral valve with an annuloplasty ring replacement. As reported, 'the 29mm sapien 3 valve was deployed in the tricuspid position by ij approach. The implant was a success with no pvl. Per record review, the rv pacing lead was jailed by the transcatheter valve'. Review of clinical review notes revealed, 'the patient has a permanent pacing lead across the surgical valve and the plan was to jail the lead with the tvr valve and then place a new pacing lead across the tvr valve with a new pacemaker', which was indicating that jail lead was intended and planned. In this case, available information suggests procedural factors (off-label operation - jailing of pacemaker lead) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required. H3 other text : valve remains implanted in the patient.